Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, a service required error was found in the downloaded event log. The system board was replaced to address the issue.